Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients recharger is showing implantable neurostimulator (ins) sufficiently charged for the last two days as soon caller begins charging the ins. Caller mentioned they charge the patient every shift because the patient is very restless and doesn't stay put (no allegations were made regarding therapy). Patient rep called back with the equipment on the patient for troubleshooting assistance. Caller described seeing the ins charge sufficient screen. Caller stated the ins icon did not have lightening bolt in icon. Agent reviewed. Caller put patient programmer on patient and confirmed therapy was off. Agent reviewed turning therapy on was medical decision and instructed caller through turning therapy back on. Caller stated the patient had been asleep, and after turning therapy on, the patient jerked and was wide awake. Caller asked how patient was feeling and initially, patient was feeling "so-so" and soon after caller stated the patient was fine. Agent reviewed equipment was working as intended and that with therapy off, patient's ins would not deplete as expected. Agent reviewed that if caller had any further concerns with ins status/depletion after turning therapy back on, to reach out to patient's healthcare provider (hcp).